Manufacturer narrative:
(B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports that a patient was injected with 2.55 ml juvéderm® voluma¿ with lidocaine and 1 ml juvéderm® volift¿. Injection sites noted as malar and preauricular (ck4). Patient experienced inflammatory and painful granuloma on the right side, preauricular region 4 months after treatment. Hardened ¿plaque¿ also experienced. Above this plaque, there were 2 papules and cutaneous retraction area in the right pre-auricular region. In addition, the region presented redness, heat and the patient experienced pain. The following month, patient returned for evaluation and was prescribed with limecycline/tetralysal for 6 days. 2 days later, patient experienced dengue fever and did not take the drug treatment. Patient was prescribed with oral corticoid which was not taken. Patient began treatment with limecycline/tetralysal the following month and concluded treatment a month later. There was no improvement of the lesion. The patient was reassessed and started clindamycin. On the 5th day of antibiotic therapy, the physician was able to collect a culture secretion. Microbian culture and general bacterioscopy performed. Results noted as ¿negative culture in specific aerobic media after 24 hours of incubation¿ and ¿frequent polymorphonuclear cells and rare gram + cocci.¿ nimesulide provided a week and a half later and continued for 5 days. Patient remains resistant on taking corticoids. Ciprofloxacin and clarithromycin treatment suspected after 4 weeks. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00678 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.